Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the pedicle probe broke. The tip was retrieved with forceps but no further surgical information was provided. There were no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The following sections were updated/corrected updated: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. The event was confirmed with product received. Visual inspection confirmed that the tip of the probe is fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Failures of this nature can likely be attributed to off-axis usage of the device. However, without further information a root cause cannot be conclusively stated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.